Event description:
Healthcare professional reported "observed {illegible} implant capsule". Baker grade not specified. This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, corrected, and/or changed data: d.1., d.2., d.4., d.6a., h.4., h.6.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (baker grade unknown).

Event description:
Healthcare professional reported "observed {illegible} implant capsule". Baker grade not specified. This record is for the left side. Device has been explanted.